Event description:
Allegation: bed was empty when issue was reported and no injuries occurred. Bed came from dialysis unit. Technician stated, he tried calibration and it did not resolve. He said, he swapped footboards and it resolved issue.